Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It is reported that a metal piece from a screw fractured into neck of glenoid. Fractured portion remains in patient.